Event description:
The customer reported that the system would freeze up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the 5vdc voltage and reloaded the calibration files and flashed the nodes. The system was tested and found to be working as intended and put back in service.